Event description:
It was reported that during follow-up, several episodes of non-sustained lead noise were observed. Programming changes were made. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.